Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the customer's reported issue ¿poor air/water supply, and isolation¿ was confirmed. The following findings were also noted during device evaluation: due to clogging of nozzle, air supply volume does not meet specifications, due to clogging of nozzle, water supply volume does not meet specifications, due to deformation of up/down knob, water tightness is lost, due to adhesive peeling on bending section, insulation resistance value at distal end does not meet specifications, due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specification, scratches and chips found throughout the device, adhesive around objective lens is peeled, paint on suction-cylinder is peeled, electrical connector has discoloration due to water leakage, and control unit has discoloration. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer reported it was unknown if the facility had a delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that they did not flush air/water nozzle with detergent solution. The customer reported that rethe facility brushed the instrument channel, instrument channel port, and suction cylinder. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified for the foreign material adhering to the device. Foreign material possibly remained in the nozzle since the reprocessing deviated from the instruction manual. The foreign material was possibly not removed since the reprocessing deviated from the instruction manual from the obtained information. A device history review revealed the DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It was confirmed that there was not non-conformity of the device during manufacturing. This issue is addressed in the instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope had poor air/water supply, and isolation during inspection for use for an unknown diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.